Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, (B)(6),+18.5d) was implanted backwards during a patient's primary cataract surgery. The surgeon exchanged the lal for another lal ((B)(6), +18.5d) during the same surgery.